Event description:
The catheter was inserted in the left antecubital. Following insertion when the neonatalogist went to remove the stylet, the catheter broke below the hub. The catheter was removed by hand.